Event description:
It was reported that the implant at tooth site 45 fractured at the body of the implant and was removed. Procedure was not completed.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a4: patient weight unknown / not provided e1: reporter zip code (B)(6).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tmtb10, (imp tm 3.7mm mtx full,10m) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use. The implant was fractured at the body / collar regions. A fractured screw fragment was returned but not reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.this complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 63661611. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63661611 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. The customer did submit two (2) x-ray images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.at this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.